Event description:
Filshie clip implants have caused severe post tubal ligation syndrome. Symptoms include severe pain lysis, heart fluctuations, dizziness, depression, morbid thoughts, severe hormone imbalance. Anxiety, irregular, and painful periods, fatigue, and more.